Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, during an unknown procedure, when the surgeon had to remove the femoral neck plate due to pain, the locking screw was locked into the plate and it wouldn't come out so the surgeon used an unknown metal cutting burr and cut into the plate and then the surgeon was able to back out the locking screw and was also able to remove the anti-rotation screw, the bolt and the plate. The procedure was completed successfully with a surgical delay of five (5) minutes. There was no patient consequence reported. This complaint involves two (2) devices. This report is for (1) femoral neck system plate 1 hole - sterile. This report is 1 of 2 for (B)(4). Related product complaint: (B)(4).